Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in patient. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an orif of left clavicle procedure on (B)(6) 2018 where an ar-2652cl, lot: unk was implanted. On (B)(6) 2018, an infection was noted on his skin during his post-op visit. The surgeon ordered antibiotics and had cultures done. The facility is currently awaiting the results, however, according to the surgeon, it has come back as (B)(6). A revision surgery has not been scheduled and it is unknown if one will be. The following devices were also implanted during the orif of left clavicle procedure: ar-8835-14 3.5 cortical screw 14mm x1; ar-8835-16 3.5 cortical screw 16mm x2; ar-8835l-16 3.5 locking screw 16mmx 3.